Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but there was difficulty grasping the leaflets. On the third grasping attempt, the gripper arms did not appear to be raised and there was no resistance noted with the gripper line as the gripper line had broken. It was decided not to deploy the clip. The clip was opened and retracted to the left atrium. The cds with the clip were removed without issue. The complete gripper line was removed with the cds. There was medical intervention required. A new cds was used to complete the procedure. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult grasping during use could not be replicated in a testing environment due to procedural circumstances. Additionally, the reported gripper line break and gripper actuation issue could not be tested due to the returned condition of the device (gripper line not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot and a review of the complaint history identified no indication of a lot-specific product issue. Based on available information, a definitive cause for the reported difficult grasping cannot be determined. The reported gripper line break resulting in a gripper actuation issue appears to be due to procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.